Event description:
Rptr states spouse's meter was giving blood glucose test results which were inconsistent with spouse's symptoms. Rptr states that spouse was feeling dizzy with blood sugar readings in the 200's. Rptr stated that spouse usually becomes irritable with high bs's, not dizzy. Control testing was not done due to unavailability of supplies. On followup, rptr's test strips had not passed a control solution test. Using new strips and control solution, spouse's result was in range, 123 (86-128). No harm was alleged.